Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b002710n23, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced loss of therapeutic effect. The healthcare provider (hcp) had done diagnostic testing because the dose had been increased with no difference in effect on the patient¿s therapy. On approximately (B)(6) 2013 and on approximately (B)(6), the hcp tried to draw drug out of the side port using fluoroscopy and was unable to pull any drug out. During the hcp visit a bolus was delivered and the patient felt no effect. Approximately 1.5 weeks after the 2nd visit, the patient went into withdrawal for 4 days, from (B)(6) 2013. The patient described the symptoms as ¿stomach virus¿. Around (B)(6) 2013 the patient again saw the hcp and was prescribed oral and topical pain medication. The patient noted that at this time her blood pressure was 165/108. It was also noted that at this time the reservoir should have contained 3.9ml and the patient stated that during the home infusion refill the actual residual volume (arv) was 3.9ml while the expected residual volume was 3.4ml. The hcp ordered to have the pump and catheter replaced but insurance would only pay for the catheter. The patient was worried to have the catheter replaced and to find out that the pump would also need to be replaced. A revision was scheduled for (B)(6) 2013. There were no pump alarms. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.